Event description:
ICD was firing multiple times. ICD interrogated and showed inappropriate rv lead sensing and high impedance. ICD was shut off. Family elected not to replace lead and resume ICD at this time.